Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) triggered due to due short vv intervals and/or oversensing, ventricular tachycardia (vt) non sustained episodes. It was also reported that the patient received inappropriate shocks due to oversensing. It was also reported that the rv lead exhibited high impedance and fracture. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.